Event description:
In 2009, the lay user/pt contacted lifescan alleging that the one touch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the pt for f/u questions. The following complaint was classified based on info obtained from lfs customer service. The pt said that she dropped the meter about a month before calling lifescan. After she dropped the meter it did not turn on. She said, she did not take any action regarding mgmt of diabetes due to the issue beyond her normal routine and allegedly suffered symptom of blurry vision a week and a half after the meter stopped turning on. She denied receiving any treatment for the issue. The pt says, she takes oral medications to control her diabetes. According to the troubleshooting performed with customer service, there was no misuse of the product. The issue was not resolved with training. Although details of the pt's diabetes mgmt routine are unk, this complaint is being reported because the pt alleged the meter did not turn on and subsequently suffered symptoms that may be indicative of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.